Manufacturer narrative:
A philips field service engineer (fse) visited the customer site, confirmed the reported issue and gathered information surrounding the event. The fse determined a replacement module housing top was needed to resolve the issue. The philips field service engineer (fse) confirmed a product malfunction; the x3 fell due to a faulty latch on the extension module's housing. The fse has supplied a replacement top housing (453564685391, mx_ext housing top), which contains the latch, as a solution to this incident. Philips is investigating this issue through an internal corrective and preventive action, therefore no product return has been performed. No further investigation is required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an x3 module fell from the co2 microstream extension module. The x3 struck the top of the pregnant nurse's belly. The nurse required several hours of monitoring in the hospital's labor and delivery unit. No additional information concerning the injury to the nurse or her fetus is available. No delay in patient treatment has been reported.